Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for motor error, low reservoir, off no power and weak battery. The customer mentioned that she had gone swimming with the insulin pump but did not think that it was exposed to moisture. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify for motor error alarm, battery out of limit, alarm weak battery alarm, off no power alarm, the excessive no delivery alarm, low reservoir alarm, display or beeping anomaly during testing due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads and corroded battery cap contact. The motor was tested outside the device and passed motor test. No moisture damage inside pump noted.